Event description:
It was reported that "pt explained to surgeon that hip 'squeaked and was grinding.' Pt was scheduled for revision. When implant was removed a rub line was located on superior portion of insert according to surgeon."